Event description:
It was reported that the support arm fell off. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on technician statement, the there is no information how the breakage occurred. According to the provided photo, the support arm broke on the locking joint. The whole support arm has been replaced to resolve the issue. The device was delivered to the user in working condition. Broken/damaged support arm may lead to stop of ventilation (extubation) or injury. According to installation instructions for support arm 178 (rev.01), the maximum load of the arm is in range between 1 to 3 kg depends on the angle of use of the accessories. It remains unknown if the support arm has been overloaded. The root cause of the issue could not be determined.